Event description:
Senseonics was made aware of an incident in which the user experienced hyperglycemia. The user was advised to continue entering calibrations, contact their hcp, and go to the emergency room if any concerning symptoms occurred. At the time of the event, the user received a high glucose alert on the mobile device.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported going to emergency room (ER) due to hyperglycemia event. Per user, the incident happened on 04-jan-2026, the sensor glucose (sg) value was 300 mg/dl and blood glucose (bg) value was 346 mg/dl. The user reported receiving a high glucose alert on the mobile device and vibratory alerts from the transmitter. It is not known what actions were taken to resolve the event, but according to the case notes, the user resolved it on his own. Based on the available information, the system performed as intended by asserting appropriate "high" glucose alerts during the time of event as reported by the user. No additional investigation was found necessary for this complaint. B4.date of this report 17 feb 2026. G3.date received by the manufacturer? 17 feb 2026. H3. Device evaluated by manufacturer?yes. . H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.